Manufacturer narrative:
Device evaluation: the returned device was visually and tactilely examined along the entire length of the teflon sleeve (polytetrafluoro ethylene ptfe sheath). The ptfe sheath surface exhibits clear indication of having been skived by some type of device. The skived ptfe starts at 92 cm from proximal end and at 98 cm indented, exposing the core wire. Ptfe skived and scratched at 137, 158 and 194 cm from the proximal end. DHR review showed no anomalies related to the complaint. The analysis indicates that the device may have been manipulated or moved through the catheter against resistance due to a thigh lumen and a sharp section that compromises the integrity of the ptfe coating, thus causing the ptfe damage. The directions for use (dfu) advises to "dip the distal tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation." Furthermore, the dfu cautions, "do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire. Use a single-use sphincterotome to ensure that the material between the lumens has not been compromised". As a result of this investigation, this event has been assigned the most probable root cause of caused by other device. (B)(4).

Event description:
Note: this report is being filed for the first of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2010-00102 for the associated device information. According to the complainant, the physician faced difficulty advancing the guidewire through the catheter and noted upon examination that the device had peeled. The physician attempted to complete the procedure with another device but noticed upon examination that it had also peeled. Finally, the physician completed the procedure successfully with another jagwire that had a different lot number. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Pt: 50+ years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Note: this report is being filed for the first of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2010-00102 for the associated device information. According to the complainant, the physician faced difficulty advancing the guidewire through a catheter and noted upon examination that the device had peeled. The physician attempted to complete the procedure with another device but noticed upon examination that it had also peeled. Finally, the physician completed the procedure successfully with another jagwire that had a different lot number. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.